Event description:
It was reported that there was oversensing, a possible lead fracture, and that the patient received 13 inappropriate shocks due to noise. It was further reported that there was low hvb impedance of 13 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.